Event description:
A caller reported an error with their continuous glucose monitor, specifically, cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to reset their pump, and after following these instructions, the issue was resolved with the caller successfully starting their sensor session.